Manufacturer narrative:
This report is being submitted to provide the results of the final investigation. Corrected fields: d8, d9, h3. A definitive root cause could not be established. Based on the results of the investigation, olympus confirmed the residue was present within the device, but the type of the material cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope needed residues to be removed from the air/ water channel. There were no reports of patient involvement as this was discovered by the distributor.